Event description:
A 75-yr-old female pt, who was restrained in bed with a restraint, was found by family member dead and wedged between airflow mattress and upper siderails. Pt apparently had a cardiac arrest and never recovered. There were no witnesses to the event. It is not known if the pt had a cardiac arrest and slid and got wedged between the airflow mattress or if the pt, being confused, got wedged between the airflow mattress and in her possible struggle precipitated the cardiac arrest. All participants in the review of the incident agreed that the restraint did not contribute to the demise of the pt. It is unknown whether or not the bed contributed to the demise of the pt.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.